Event description:
It has been reported to philips that the allura system is hanging. The device was not in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the machine was hanging. Analysis of the log file confirmed the reported malfunction. Upon troubleshooting, fse identified issues with hard disc. The philips engineer replaced the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.